Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from what was expected on three occasions, indicating an issue with the fill estimate. There was no adverse impact on the customer's blood glucose level. Technical support educated the caller that such discrepancies could occur due to large variances in measured pressures used to calculate the insulin remaining in the cartridge. The caller understood and acknowledged that once the remaining insulin equals the static displayed number, the fill estimate would begin to count down normally.